Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for rite - ground bond failed performance spec: measured 0.104 ohm, (allowable range 0.001 to 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.104 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). The technician checked the found wired within the device from the power entry module (pem) ground post to various ground points around the device and found the ground wire for the door assembly to have an intermittent connection at the door assembly. Then the door assembly ground wire was wiggled the connection improved and was within specifications. No other ground issues were found. The assignable cause for the additional issue rite electrical test failure was determined to be caused by an intermittent ground connection for the door assembly. Pal recommends replacing the ground cable for the door assembly. The device will be sent for servicing.